Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed, and it was noticed that the cylinder had a hole. The cylinder was removed and replaced. The cause of the cylinder hole was not detailed by the hospital. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders were visually inspected, and leak tested. One of the cylinders had a hole and a leak in the outer tube in the proximal due to a sharp instrument damage. The other cylinder had wear at folds in the distal, middle, and proximal; and excess air between the inner and outer tubes causing a bulge when inflated with a syringe. No leak was found. Based on the information available and analysis results, the bulging identified in the cylinder could have caused or contributed to the reported clinical observation of cylinder hole and mechanical problem.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed, and it was noticed that the cylinder had a hole. The cylinder was removed and replaced. The cause of the cylinder hole was not detailed by the hospital. No patient complications were reported.